Event description:
The suturing device handle not working properly. The handle was sticking. The surgeon was unable to use the endo suture device so a new deice was opened and the case continued. There was no harm to the patient.